Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the attachment device had general wear and tear of the components. It was further determined that the device failed the following at pretest: verify the physical state of the equipment, needle gripper system, insert a needle of 0.6 mm and drill a wood, do the same for a needle of 1.6 mm and verify undesirable oscillations. It was noted on the service order that the device had wear and tear of the components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.